Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to faulty force sensor system. No compromised force sensor system alarms noted. The pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 108 mg/dl. The customer stated that they are unable to exit the preparing to prime loop. The customer stated that the rewind message occurred after the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.